Event description:
A patient was implanted with a plate and screws on (B)(6) 2012. On (B)(6) 2013, the patient fell and broke the right distal femur plate through a screw hole. The patient was returned to the o.r. On (B)(6) 2013 for removal of the plate and screws and revision to a retrograde nail. This report is #2 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Could not be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.